Event description:
The customer reported a fatal error on the monitor. No pt injury.

Manufacturer narrative:
The service rep could not duplicate. Checked event log (nothing logged). Flashed nodes and reloaded cal files. Tested unit. System operates as intended.